Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements, due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed which led to pacing inhibition of over two seconds. It was suggested to bring the patient to the clinic for further evaluation and reprograming of the device. This lead remains in service. No further adverse patient effects were reported.